Manufacturer narrative:
As the product remains in service, it will not be returned for analysis and boston scientific crm cannot confirm the clinical observation. There is no additional information related to this event available, or to the company at this time. If additional information becomes available, the event will be updated as necessary.

Event description:
Boston scientific received information that during the implant procedure with this cardiac resynchronization therapy defibrillator (crt-d), loss of capture and greater than 2000 ohms impedance measurements were observed. A boston scientific technical consultant discussed various methods of troubleshooting the issue. The case resolved through reestablishing secure connections of the leads with the crt-d. No adverse patient effects were reported.